Event description:
It was further reported that "the doctor mentioned that the stent may be stuck in the guiding catheter outside the patient when withdrawn (he wasn't sure), he couldn't pass the other device in the same guide catheter which made him use another guiding catheter".

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Using the femoral approach, the procedure treated the 2.5x20mm, 80% stenosed, eccentric target lesion located in the mildly calcified right coronary artery. There was no tortuousity or pre-dilation of the vessel. After a buddy wire was placed, a 2.5x20mm taxus liberte stent was advanced for treatment but could not cross the lesion. After manipulation, the catheter shaft broke. The device was removed by complete withdrawal of the whole system and guide catheter. The procedure was completed with a bare metal stent. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent delivery system was returned without the stent attached. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Examination of the device found that the hypotube had broken approximately 20 cm distal from the catheter's strain relief. Several kinks were identified along the length of the hypotube; with severe kinks in the area of the break site. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).